Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of a lap appendectomy procedure performed in 2009, the pt was re-admitted to the hospital at about 13 days later, and sent to surgery. The surgeon visually checked the site of the original surgery and identified that a loose staple had migrated up to the ruq and was found to be anchoring two loops of bowel together that then turned into a volvulus. The pt required a bowel resection and will remain in the hospital for an extended stay to recover due to an open procedure being required.